Event description:
It was reported that the patient presented in clinic for a device check. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited decreased trend of pacing impedance. No changes or interventions were reported; the rv lead will continue to be monitored. The condition of the patient is unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events of insulation damage and low pacing impedance were confirmed. A complete lead was returned in one piece. Visual inspection of the lead found an external outer insulation abrasion exposing the outer coil consistent with friction to another device or feature of the heart, located distal to the suture sleeve tie impression. No other anomalies were noted. The cause of the reported events was isolated to the outer insulation abrasion found on the lead.

Event description:
New information received notes that the patient presented to the hospital for the right ventricular (rv) lead extraction. During the procedure, the physician noted insulation damage on the rv lead. The rv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition post-procedure.